Event description:
This report summarizes <noe> 35 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
The final device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 22 devices were evaluated in the field and the issue was confirmed; 18 devices had broken/ damaged components, 2 devices had calibration issues, 3 devices had worn components, and 1 device had an electrical short. The devices were repaired and returned. 7 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 35 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.